Event description:
Bovie pad cord (pt return electrode) had frayed wires coming through blue cord 2 inches from end. No injury to pt. Electro-surgery unit alarmed when cautery was activated. Pad was replaced on pt.